Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized on (B)(6) 2016 with a blood glucose level of 32 mg/dl. Customer had low blood glucose and was not wearing the pump at the time of the hospitalization. Customer has been off the pump for a while. Customer was taken into triage at the hospital. Customer was becoming less coherent and is currently not on pump therapy. Customer is now in triage and being treated.